Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# FDA-2015-n-2781-0556, awareness date (B)(6) 2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert) in 2009. Her hair started falling out, hands and feet swelling, hot flashes. Pregnant in 2010 after a confirmed blocked test. Her symptoms worsened. Severe lower back pain, night sweats, hives, itch, anxiety, depression. Hysterectomy leaving ovaries. One coil was embedded in her uterus (yet that side blocked due to scar tissue) other side coil was in correct position (yet not blocked). Essure does not work and they migrated. Company causality: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and got pregnant. One coil was embedded in her uterus and other side coil was in correct position. A hysterectomy was performed leaving ovaries. Both events are serious due to medical importance and listed in the reference safety information for essure. In this case, consumer got pregnant after a confirmed blocked test. With regards to the other event, the exact date and mechanism of embedment were not known. Considering the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up information received on 07-jan-2016: she reported was implanted with essure in 2009; with a confirmed blocked test. She became pregnant 2010. She also reported hair loss, swollen feet, fatigue, hot flashes, chronic back pain, night sweats, hives, depression, severe anxiety, huge blood clots, migration of one coil (which she was blocked on that side) and an unmigrated coil was not blocked. She reported having a hysterectomy and symptoms were almost completely gone since removal of essure and her reproductive system. Follow up identified on 07-jan-2016 from social media: no new information. Follow-up information received on 10-apr-2016 via social media: it was reported that the consumer was a health mother of three (medical history), but for 5 years she suffered. Her pain was physical and emotional. Follow-up received on 17-nov-2016: information received via legal claim states that plaintiff was implanted with essure on (B)(6) 2009. As a result of her implantation with essure she suffered injuries, including: hysterectomy, migration of implant, and pain. She had surgery to remove the essure implant on (B)(6) 2015. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and got pregnant. One coil was embedded in her uterus / migration of one coil and other side coil was in correct position. A hysterectomy was performed leaving ovaries. Both events are serious due to medical importance and listed in the reference safety information for essure. In this case, consumer got pregnant after a confirmed blocked test. With regards to the other event, the exact date and mechanism of embedment were not known. Considering the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Upon follow-up receipt, case became legal. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow up information received on 07-jan-2016: she reported was implanted with essure in 2009; with a confirmed blocked test. She became pregnant 2010. She also reported hair loss, swollen feet, fatigue, hot flashes, chronic back pain, night sweats, hives, depression, severe anxiety, huge blood clots, migration of one coil (which she was blocked on that side) and an unmigrated coil was not blocked. She reported having a hysterectomy and symptoms were almost completely gone since removal of essure and her reproductive system. Follow up identified on 07-jan-2016 from socia media: no new information. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and got pregnant. One coil was embedded in her uterus / migration of one coil and other side coil was in correct position. A hysterectomy was performed leaving ovaries. Both events are serious due to medical importance and listed in the reference safety information for essure. In this case, consumer got pregnant after a confirmed blocked test. With regards to the other event, the exact date and mechanism of embedment were not known. Considering the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up from 11-sep-2015: ptc (product technical complaint) was received. Ptc global number: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and got pregnant. One coil was embedded in her uterus and other side coil was in correct position. A hysterectomy was performed leaving ovaries. Both events are serious due to medical importance and listed in the reference safety information for essure. In this case, consumer got pregnant after a confirmed blocked test. With regards to the other event, the exact date and mechanism of embedment were not known. Considering the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.